Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the case was over, a red liner z shaped mark size of a quarter was observed on the patient upon removal of the grounding pad. It is a suspected patient burn. The circulating nurse suspected the generator may have caused the burn. She had the generator quarantined by clinical engineering. It never occurred to her that the grounding pad could have been defective and she discarded it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification, as received. External inspection found no abnormalities. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.